Event description:
The customer reported via phone call that she had put in a new battery and received an unexpected restart alarm. Customer stated that she has put in multiple batteries. Customer's blood glucose was 199 mg/dl. Customer also a clock monitor frequency error and an external ram error alarm. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.